Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator (ins). The reason for call was since the date of implant the patient didn't have therapeutic relief from their spinal cord stimulator (scs). The patient had a surgery to "relocate" their scs a year or 2 after they were implanted but the patient continued to not have therapeutic relief.